Event description:
During a left humerus ex nail procedure, the cannulated humeral ex-nail was inserted successfully. Surgeon was then inserting the most proximal screw of the three distal screws, and perforated the brachial artery. A vascular surgeon was called in operating room for the repair of the artery, surgeon completed the procedure with no further problem. It was noted pt outcome was ok. This is two of two reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned. Without a lot number, the device history records review could not be requested.